Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the physician noted a pocket hematoma. The physician removed the fluid from the pocket and the device remained implanted. The pocket was checked thoroughly for bleeding and hemostasis was obtained. The patient was noted to be in stable condition post surgery.